Event description:
Event description guidant received information that this implantable cardioverter defibrillator (ICD) emitted a tone. Interrogation did not reveal any fault codes, or battery status indicators. Guidant received this ICD for analysis in february 2004. Initial testing of the ICD noted it did not meet longevity expectations.